Event description:
The procedure required a disposable, laparoscopic 5mm endoclip device, which we inserted and removed numerous times through the trocar port. Upon one of the removals of the device from the trocar, it was noted that the instrument tip was not in full. The instrument tip is shaped like the letter "u," allowing the instrument to squeeze around the tissue like a jaw and to close the staple that is released from the base of the "u" shape. When the instrument was removed; the base containing the staple cartridges was still attached to the instrument shaft; however, the "u" shape/jaw became detached. The object was removed immediately from the patient without harm.